Event description:
International affiliate reports the surgeon experienced difficulty placing a spinal rod while performing minimally invasive surgery. The surgery was changed intra-operatively to an open procedure because the rod could not be placed as specified. The surgeon believes the rod size is smaller than specified. The device was implanted and the pt did not experience any adverse effects.

Manufacturer narrative:
The spinal rod was implanted and is not available for eval. Review of the device history record cannot be performed as the catalog # and lot # are unknown. No other complaints of this nature have been reported. No definitive conclusions can be made at this time. However, the difficulty may be related to surgical technique as this was the surgeon's first use of the viper system. Complaints will be monitored for further occurrence.